Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not turn on with the button pressed or with the test strips inserted and as a result, the customer experienced a loss of consciousness. The customer had contact with a healthcare professional who administered glucagon injection for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.